Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record of part 323.062 lot 8578372 showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a two millimeter drill bit broke during an open reduction internal fixation of a pilon fracture of the distal tibia. The surgeon states that while he was drilling he might have hit a k-wire or another screw which caused a small piece of the drill bit to break off within the bone. The surgeon attempted to remove the drill bit without additional intervention but he elected to leave the fragment within the bone. The surgeon utilized a spare drill bit to complete the procedure successfully. There was no patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the returned 2.0mm drill bit, lot # 8578372, was manufactured august, 2013. It was received with the distal tip broken off and the tip was not received. The fracture was perpendicular to the drill bit axis and approximately 2.5mm of the fluted portion remains intact. The remainder of the distal end shows wear and the balance of the tool is in good condition. Thus, the complaint condition is confirmed but it cannot be replicated as the device is already broken. The received condition shows evidence that the drill bit met interference with another component during use. This would cause excessive force on the drill bit and could cause the distal tip to break off. Per the technique guide, in order to avoid this condition, the positioning is specified to be verified under radiographic imaging throughout the procedure and a drill guide is to be used. It was also reported that the surgeon stated ¿while he was drilling he might have hit a k-wire or another screw.¿ therefore, the most probable cause of the broken tip was the method of use. A review of the current edition of the design drawings was performed. The drill bit is intended to drill a 2.0mm diameter hole for 2.7 screws. It is made from 440a stainless steel and is a standard three flute design. The design was found to be sufficient for its intended use. Thus, this complaint condition is not the result of a design deficiency. The device design is determined to be suitable for its intended use and the complaint condition was likely the result of the method of use and not the result of a deficiency in the device design. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.